Event description:
One of our customers returned one (1) pack of endotine midface b 4.5 because, according to the facility, the shelf life was too short. The product expires 6/30/2016 and still had shelf life remaining when the product was returned.